Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by decreased physical energy in addition to near-syncope ("feeling faint"). The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic for the event. At the time of this report, pd therapy was ongoing. The patient¿s outcome was not reported; however, it was stated that the patient had peritonitis for two weeks. No additional information is available.